Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that he experienced a low blood glucose level of 40 mg/dl after eating a banana that they did not treat for. The customer woke up with a blood glucose level between 300 mg/dl and 400 mg/dl. Customer's blood glucose level was 91 mg/dl by the end of the call. The device was not returned.